Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 50 mg/dl on his aviva meter and 106 mg/dl on his guide me meter. The customer was feeling shakiness, but was able to self treat. No adverse event reported.